Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the stylus tough-pen of the device did not align with the cursor on the display screen; the bezel overlay assembly was replaced, and the stylus was re-calibrated. It was also noted that the rubber pads of the device were damaged; the lower case was replaced. The device passed final functional and system tests. No other anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus touch-pen of the programmer was off by several centimeters, despite several calibration attempts. The programmer has been returned for repair and a requested test and calibration procedure. No patient complications have been reported as a result of this event.